Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys insulin results for one patient tested on a cobas 8000 e 801 module. The customer¿s e 801 serial number was requested but not provided. The customer performed additional insulin testing by lumipulse methodology. The insulin results were reported outside the laboratory, but the physician cannot determine which result is correct. The patient¿s sample was provided for investigation and was tested on a cobas 8000 e 801 module with serial number (B)(4). On (B)(6) 2020, the patient¿s insulin results at the customer¿s site were elecsys insulin 160 uu/ml and lumipulse insulin 19.9 uu/ml. On (B)(6) 2020, the patient¿s insulin result from the investigation was elecsys insulin 160 uiu/ml.

Manufacturer narrative:
During preliminary investigation of the sample, the customer's high insulin result was confirmed. The sample was further investigated by size exclusion chromatography (sec). The results from the investigation suggest the presence of auto autoantibodies. There was not enough sample volume left to investigate further. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.